Manufacturer narrative:
This report is for the 2nd sapien xt valve implanted too ventricular. Investigation of this event is ongoing.

Event description:
Per report, 3 months after the deployment of a 23mm sapien xt valve it was observed that the xt valve had migrated into the left ventricle outflow track (lvot). The patient was brought back to the or to do another tavr for a second valve. A second 23mm sapien xt valve was placed successfully, however the team still felt the final placement was too low. A third 23mm sapien xt valve was placed which embolized into the aorta. After many failed attempts to drag down to descending aorta with a balloon they decided to implant a bioprosthesis. They were able to push the third valve into the annulus with a non-edwards delivery system and deployed the non-edwards bioprosthesis over the 3 sapien xt valves. The patient is doing well, no complications resulted from this.

Manufacturer narrative:
(B)(4). This is one of 3 reports for this case, please reference manufacturer reports no 2015691-2015-02804 and 2015691-2015-02806. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this particular case, the cause of the reported xt valve post deployment position too ventricular cannot be determined. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the event. It is unknown if the event was related to procedural complications or patient anatomy, as no additional details and/or images were provided by the facility. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional and if information becomes available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.